Manufacturer narrative:
Technical services could not evaluate the suspect product for the flickering/loss of image issue as the product was not returned. If the product is returned a supplemental report will be issued. Additional part used: gs avl/gvm monitor. Catalog: 0570-0338. Sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable with gs avl/gvm monitor, the image was flickering and goes blank during use. No delay in the procedure. Unknown use of a back-up device was reported. No harm to patient or user was reported.